Manufacturer narrative:
UDI not provided due to device lot information not being available. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation after suffering a fall while skiing. X-rays showed the lead had fractured. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy. The lead was implanted approximately 5 years ago and the device lot number was unable to be provided to the manufacturer.